Event description:
It was reported the pins to plug in ECG (electrocardiogram) cable appear to be broken. The programmer was returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. ECG (electrocardiogram) connector is loose on a printed circuit board. System fan is noisy. Hinge plate screw is missing.